Manufacturer narrative:
(B)(4). Physio-control evaluated the device's battery. It was determined that the battery was normally depleted due to age and use. The internal battery data logs indicated that the device had been displaying a low battery charge indication for at least 9 days prior to the reported event and had not been replaced. The customer also was not carrying a fully-charged spare battery (as recommended in the device operating instructions). Physio-control has concluded that the reported event was due to the battery not being replaced after it had reached a low state of charge as indicated in the readiness display on the device. The failure to properly maintain the device by replacing the battery when indicated as "low" is associated with corrections and removals number 3015876-05/01/2014-001c.

Event description:
It was reported to physio-control that the customer's device powered off while attempting to defibrillate a patient. The customer advised that the defibrillation electrodes were placed on the patient and the device advised a shock. While charging, the device powered off by itself. No further details about the patient, including patient outcome, or the event were provided.